Event description:
It was reported by the customer's biomed that when the nursing staff was performing the 200 joules self test on the device, the unit started smoking after the charge button was pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer confirmed seeing some black streaks in the paddle wells but wasn't sure where the smoke came from on the device. The device was never originally fully tested because of the smoking; therefore, the customer could not verify if the paddles were operational. The customer has decided to retire this device and is currently looking into purchasing new equipment. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.